Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, the u727 and u728 processors were internally shorted on the distribution node pca board. The cause of the inability to communicate is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components.

Event description:
During servicing of an electrode belt which was returned for an unrelated issue, a reportable problem was discovered. The electrode belt would not communicate with the test monitor.